Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient developed an abscess at the top of the vagina. A few months later the patient also had an infection. The patient was sent to a different hospital for removal of the mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.